Event description:
During an ent procedure - excision of neck mass- a fine baby right angle clamp broke off, and subsequently, another identical clamp broke. In each case approx 4mm of the distal clamp broke off. No identifying manufacturer on clamps. Unfortunately, it was not detected that one of the clamps broke during surgery but was detected after the instrument was returned to csr. Upon noticing a piece of the clamp was missing, the ent surgeon was notified, the patient was x-rayed, and the piece of clamp was noted as a retained foreign body; the patient was returned to surgery where the piece of the clamp was retrieved. No adverse outcome to patient at this time. Both clamps broke in almost identical places. I have looked both clamps over very carefully and cannot find either manufacturer identification or country of origin.